Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that the frontal stand had not been powered on properly. Upon troubleshooting actions, the fse tightened the scc power supply connections. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The user had to reboot four times to resolve the issue. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.